Event description:
At (B)(6), a hypothermia treatment (using an icy catheter with femoral placement) was used to cool a pt with bad traumatic brain injury (tbi) with subdural hemorrhage and closed skull base fracture trauma. The pt developed an inferior vena cava (ivc) deep vein thrombosis (dvt). The icy catheter was removed from the pt (B)(6), 2010. The icy catheter product worked as needed per specifications.

Manufacturer narrative:
The customer did not save nor returned the catheter for investigation. Deep vein thrombosis (dvt) is common complication with any intravascular catheter therapy. The IFU for icy catheter includes dvt (deep vein thrombosis) as a potential complication. The pt traumatic brain injury and/or the observed skull closed trauma could have created a higher probability for developing a deep vein thrombosis (dvt).